Manufacturer narrative:
Concomitant medical products: 5076-52, lead implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse stated the patient experienced exhaustion and short of breath after climbing the stairs. The patient's heart rate was checked by a physician and it was noted to be 38. Caller stated that the physician found the patient was having extra beats and they had "tweaked the programming." Follow-up was attempted with the physician; however, no additional information could be obtained. The device remains in use. No further patient complications have been reported as a result of this event.